Manufacturer narrative:
(B)(4). Additional information: the patient was not hospitalized for the event. The cause of the event was unknown. The patient was treated with injection vancomycin (1g in one bag; route, frequency, and duration not reported) and injection fortum (1g per bag three exchanged per day, duration not reported) for peritonitis. At the time of this report, the effluent is not clear, the antibiotic therapy remains ongoing, and the patient is recovering. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. Action taken with dianeal therapy was not reported. No additional information is available.